Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.50mm x 8mm was returned for analysis. A visual and tactile inspection identified no issues with the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Examination of the shaft polymer extrusion noted that the inner lumen was inner lumen stretched within balloon and therefore could not be loaded on a 0.0140-inch test guidewire. Tip showed no signs of tip damage. A leakage testing was performed using an encore inflation unit (tested before and after use with druck pressure gauge g19252), the balloon was inflated to its rated burst pressure (rbp) of 20 atmospheres (atm). The balloon inflated fully and maintained pressure for 30 seconds, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.